Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins ) for non-malignant pain. It was reported that the patient woke up and was feeling back pain. The patient increased their setting from 5.0 to 5.5 and was feeling stimulation in their stomach. It was indicated that the patient did have the ability to change the amplitude, groups and/or programs. It was reviewed to try to increase/decrease the amplitude, if medically appropriated. The patient stated after decreasing the stimulation, they no longer felt it in their stomach, but the patient still was having back pain. The patient was redirected to follow-up with their healthcare provider (hcp) to address the pain in their back. It was reported that the event occurred on (B)(6) 2018. No further complications were reported/anticipated.